Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of missing segments/partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump's menu only had 2 selections to choose from. The customer stated that each time the customer moved a screen down, the middle menu item does not display. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked lcd zebra connector. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.